Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
It was reported that the pin came out of the device during a femoral nail procedure. A 10 minute delay was reported while a back-up device was retrieved. The procedure was completed successfully and there were no adverse consequences reported.